Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on 04/20/2017 stating that shock lead impedance out of range 125. Trend appears to have been in the 900 - 110's range recently. Also review options for alert trigger of 150, 175 and 200 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).